Event description:
It was reported that a flogard infusion pump experienced the f-67 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing identified that the device had presented an f-67 alarm. The cause of the condition was determined to be a damaged central processing unit (cpu) board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.